Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right unknown mentor saline prosthesis, reported lot number: 178852 and catalog 3541615 are invalid. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with a left mentor siltex contour profile high 275cc saline prosthesis and an unknown right mentor saline prosthesis. Deflation on the left breast prosthesis and was diagnosed post procedure. In addition, capsular contracture baker grade ii of the right breast prosthesis was indicated. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. The patient has recovered fully since. This report is for the left prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with a left mentor siltex contour profile high 275cc saline prosthesis and an unknown right mentor saline prosthesis. Deflation on the left breast prosthesis and was diagnosed post procedure. In addition, capsular contracture baker grade ii of the right breast prosthesis was indicated. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor smooth round moderate profile saline prostheses, 325cc on the right and 250cc on the left. The patient has recovered fully since. This report is for the left prosthesis. The device was received at mentor without fluid. White material was observed within the device and on the shell surface. Leak testing was performed according with mentor procedures and it revealed a leakage on the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also on 4/2/2018, mentor became aware that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses, 325cc on the right and 250cc on the left. On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).